Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 494 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer uses quick-set infusion sets. No infusion site or sets problems were noted. No insulin exited during the prime test. The customer stated that the insulin pump was depleting the battery every two days and was shutting off without warning. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.